Event description:
Customer reported that the (B)(6) needle broke during a case. They claim that this was the first time it was being used, but based on the picture that was provided, it appears that the needle has been sterilized. Customer service confirmed that only one needle has been purchased by this customer since (B)(6) 2014.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event could not be confirmed because the complained device was not returned.consequently, it was not possible to determine the root cause within this investigation. As stated in the event description the needle might have been re-sterilized by the customer, which indicates a user related root cause. The label and the accompanying IFU clearly state that the product is single use only and is not to be re-sterilised.based on the statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. Device was not able to be returned for investigation.

Event description:
Customer reported that the colorado needle broke during a case. They claim that this was the first time it was being used, but based on the picture that was provided, it appears that the needle has been sterilized. Customer service confirmed that only one needle has been purchased by this customer since may 2014.